Event description:
Philips received a report from a customer that a patient was scanned with the sense cardiac coil for a lumbar spine examination using an achieva 1.5t mr system. After the examination reddening of the skin on the lower back above the left buttock was observed, this turned into a blister of 5 cm in diameter after 1 hour.

Manufacturer narrative:
(B)(4). Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used that contributed to the injury. It is concluded that the injury is caused by improper use of the sense cardiac coil. The flex part of sense cardiac coil (channel 1, 2) was also positioned under the patient, which is not according to the user instructions.